Event description:
It was reported that a user on a soft reset contacted support to discuss meal announcements after experiencing hyperglycemia, with a blood glucose value of 207 mg/dl and was informed that ilet meal announcements were being relearned as the system adjusted. Customer care provided support that included education regarding meal announcements during the soft reset period. Investigation of this case revealed no device malfunction and that the elevated glucose was consistent with the adaptive relearning phase of meal announcements. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education provided by support. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.